Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received a video and two photos for investigation. The indicated failure mode of the mixed product was observed in the attached photos and video. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: mixed product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was a mix of product type in the packaging. No adverse impact was reported regarding the patient or user.